Event description:
Surgeon was starting to infiltrate anterior vaginal mucose with pitressin solution va controlled syringe. Plunger cross collapsed resulting in uncontrolled withdrawl (reflux) and stabbing assistant in finger with penetration and emanation of blood.